Event description:
Seven days following the index procedure the patient complained of chest pain and came to the hospital. Decrease in st was confirme. Cag was conducted and thrombus was observed in the cypher stent. To treat the thromhus, aspiration and poba was conducted. The patient recovered and was discharged from the hospital. Three month later a follow-up cag was conducted and the cyhpher des was patent.